Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detailed trace analysis shows that pump alarmed low battery and then power error alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Pump received with scratched case, serial number label missing, end cap address label missing, cracked retainer, pillowing keypad overlay, and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they their insulin pump had a battery issue. The customer¿s blood glucose was unknown. The customer states reporting a pump whose battery does not last. Customer has had to change battery with increased frequency. The customer states that this has occurred previously with another pump that stopped working entirely. The insulin pump will be returned for analysis.